Event description:
Customer reported to beckman coulter, inc. (Bec) that the lh 750 slide maker was generating sensor 3 errors. Customer reported that there was a leak of fluid (including stain) in the tray. Customer reported that less that 5 ml appeared to have leaked. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the z hammer was stuck, causing the sensor 3 errors. The fse was unable to find any leaks. The fse lubricated the hammer and verified the repair was performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Evaluation results: z hammer. Bec identifier for this complaint is (B)(4)..